Manufacturer narrative:
After further evaluation, the suspect medical device was changed from magnesium, list number 03p68-31, and manufacturing site abbott gmbh, max-planck-ring 2, wiesbaden 65205, deu, in section d and section g 1.2 of this report to magnesium, list number 03p68-31, and manufacturing site of abbott manufacturing inc, 1921 hurd drive, irving, tx 75038, USA. MDR number 1628664-2020-00025 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) results on three patients generated on the architect analyzer. The results provided were: on (B)(6) 2019 pt#1 initial mg = 7.2mg/dl / retested on different architect = 1.8mg/dl (normal range 1.6-2.6mg/dl); on (B)(6) 2019 pt#2 = 6.2mg/dl / retested on different architect = 2.1mg/dl. On (B)(6) 2019 sample from (B)(6) 2019 was retested = 6.0 / repeat =2.0mg/dl. There was no reported impact to patient management.